Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that one day post implant, they were feeling a ¿pounding¿/ ¿thumping¿ in their chest, and they could see the chest and shoulder moving. The patient had a device check at their heart clinic and the output of a lead was decreased. The patient stated they had them position their body differently and thought they had eliminated the symptoms. However, after driving home and while in the car in the driveway, the patient felt the ¿pounding¿ again. The patient stated it was not happening as often as it was before the adjustment, but it was sporadic in when it happened. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.